Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 526-624 mg/dl. The customer administered manual insulin injections to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.